Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a scratched on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be verified. To further investigate, a functional test was performed. The reported event was duplicated. It was determined to be due to the speaker beeper failure (low sound / distorted). It was recommended that the rear piezo's be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the alarm volume sound would not get louder than than the low setting . There was no patient, or clinician injury associated with this event.